Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the stem having migrated into valgus and the distal end of the stem started to perforate the humeral canal.